Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported deflation issue and resistance were unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for deflation issues. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right iliac artery. The 7.0mmx10mmx135cm armada 35 balloon dilatation catheter (bdc) was unpacked and prepped without issue. There was no resistance noted during removal of the stylet or protective sheath. After successful advancement to the target lesion, the bdc was inflated to 6 atmospheres (atm); however, deflation was slow. The bdc was eventually fully deflated and was withdrawn without issue. The same bdc was then attempted to be re-advanced to treat a moderately calcified lesion in the left iliac artery; however, resistance was met with the 6-french introducer sheath. The bdc was re-inflated outside the anatomy and again the deflation was slow. Thus, the decision was made to use a new 7.0mmx10mmx135cm armada 35 bdc to complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.